Event description:
In 2012 dr (B)(6) repaired hernia left side. In 2017 having pain, swelling on left side. CT scan showed hernia needed repaired again. In 2017 ((B)(6)) I went to my pcp (dr means about pain /swelling on the left side. He refers to dr (B)(6) of (B)(6) surgical in (B)(6) I order CT scan of the abdomen / pelvis. I had surgery on (B)(6) 2017 where he removed the mesh and repaired my hernia. I stayed overnight. In (B)(6) 2018 I was readmitted for a seroma. They put a drain in IV therapy I was there for a week. When I called the MFR the woman I forgot her name. She stated I don't have case (to go after them) but she asked a lot of questions; who previously did the surgery, what hospital, then she wanted my date of birth at which time I refused. The call ended.